Event description:
The dxh instrument did not initialize after a compressor failure and smoke was seen coming from the analyzer. The amount of smoke was "very minor in nature". The engineer on-site powered off the analyzer once smoke was detected. No one sought medical attention as a result of this incident.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. A field service engineer examined the instrument. The burning smell and smoke resulted from a defective capacitor on the back plane of the instrument. The instrument was returned to beckman coulter inc for further testing and repair.